Event description:
During the embolization procedure, the orbit rdfl complex fill coil (638cf0515/15236987) had resistance and would not advance via the sl-10/boston microcatheter (mc) distal shaft, and the coil was removed from the patient. After removal, the coil was stretched, and the mc and coils system were withdrawn from the patient, and other products were utilized to complete the procedure successfully. There were no kinks in the mc that may have contributed to the event. The microcatheter did not contribute to the event, and an adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam. Besides the coil, a balloon or remodeling product was not used during the procedure. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The target site was the pcom with a bifurcating aneurysm that measured 5x7mm and neck of 4mm.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of one a plastic bag. The hypotube was inspected and several kinks were noted on it. The introducer was received partially zipped without damage. The support coil, gripper and just the head piece of the embolic coil attached to the gripper were received outside of the introducer. The support coil and gripper was found without damage. The rest of the embolic coil was received inside of a ziploc bag and it was found stretched-kinked-broke. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The rest of the embolic coil was inspected under microscope and it was found stretched-kinked-broke. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit (several kinks on the hypotube). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil impeded in micro catheter" could not be evaluated due the conditions of the received product. The kinks found on the device appear to be related to the failure experienced by the costumer. The failure reported by the costumer as "coil unraveled stretched" was confirmed during the microscopic analysis. The kinks found on the hypotube, the damages found on the embolic coil and the damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Inspections are in place that prevents this kind of failure leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "coil impeded in micro catheter" could not be evaluated due the conditions of the received product. The kinks found on the device appear to be related to the failure experienced by the costumer. The failure reported by the costumer as "coil unraveled stretched" was confirmed during the microscopic analysis. The kinks found on the hypotube, the damages found on the embolic coil and the damages found on the device could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events.